Event description:
The steam sterilizers had some bad water from a malfunctioning ro water system and caused the generators to fail. When the generators failed we were unable to efficiently run the machine, the steam generator was replaced

Manufacturer narrative:
Unique device identifier (UDI): for type of device: sterilizer, steam.

Event description:
The steam sterilizers had some bad water from a malfunctioning ro water system and caused the generators to fail. When the generators failed we were unable to efficiently run the machine, the steam generator was replaced.